Event description:
Reporter stated the menu and check buttons on the infusion device do not function. No adverse event was reported. The infusion device was replaced and requested for evaluation.

Manufacturer narrative:
It was unknown if the initial reporter sent report to the FDA.